Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-bsc right atrial (ra) lead showed lead noise that, at times, is in parallel to noise on the shock egm. Muscle noise over sensing was suggested as a possible cause, but also an insulation challenge was suspected in the ra lead. Inappropriate atrial tachy response episodes were recorded. It was recommended to measure the ra lead noise and program sensing floor accordingly or an ra lead revision. The crt-d and the non bsc ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.